Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es result was obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3220 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros troponin I es reagent lot 3220. Additionally, an instrument issue did not likely contribute to the event as within run precision testing using a known troponin I free sample conducted on the vitros 5600 integrated system yielded results that were within acceptable guidelines. Pre-analytical sample processing could not be ruled out as a contributing factor. The customer was not processing samples following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample result of 0.200 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory and the patient was sent to another medical facility based on the higher than expected vitros tropi es result of 0.200 ng/ml. A corrected report was later issued and there have been no allegations of patient harm as a result of this event. (B)(4).